Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite various troubleshooting attempts suggested by customer support, such as pressing specific buttons and plugging it into a power source. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) decided to replace the pump, as the current one was still under warranty until january 23, 2027, although the support team was unable to reach the customer again after the call was disconnected.